Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue part) and main body (light blue) of the twist clamp on a minicap transfer set; further described as ¿navy portion of transfer set was no longer properly seated within the transfer set¿. This occurred when disconnecting the device from peritoneal dialysis therapy. There was no issue with the cassette. The transfer set had been used for one (1) week. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.